Event description:
Another MFR's stent was pre-mounted on this balloon catheter. During deployment of the stent, the stent slipped distally into the renal artery. During retrieval of the misplaced stent, a perforation of the renal artery was noted. The pt underwent bypass surgery. The pt's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis was available. No malfunction of the device was noted. It was indicated this device was used to expand another MFR's stent in the vasculature which is not an indicated use of this device and may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesion of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended."